Event description:
It was reported that an asymptomatic patient presented in clinic for new patient follow-up. Upon interrogation of the pulse generator, noise reversion episodes were observed. Review of electrocardiograms from (B)(6) 2017 showed noise present on both atrial and ventricular leads. Patient could not recall exposure to electromagnetic interference. Isometrics and pocket manipulation could not confirm the noise. A chest x-ray revealed no lead damage. Programming changes were performed; no complaints have occurred since. Patient would be followed-up normally.